Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this atrial lead was explanted due to oversensing approx. 152 months after the implantation. During the explant procedure an insulation damage was noted. During the same surgery the entire system was explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 43 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the is-1 connector pin was not returned. The returned lead fragment was analyzed. The inspection revealed several abrasion marks 40 cm to 35 cm proximal to the lead tip. These damages are assumed to be the root cause for the reported oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Further analysis of the returned lead fragment revealed a damaged lead body 20 cm to 17 cm proximal to the lead tip as well as calcified appearing tissue residuals 13 cm to 11 cm proximal to the lead tip. These damages most likely occurred during the extraction procedure due to ingrowth and tensile forces. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.